Event description:
Reportedly a pca pump was in use at the time that the pt experienced a cardiac arrest. This report has been vague in nature to date. The pt was treated, and has subsequently died. The cause of the cardiac arrest has not been determined to date. At the time of this event the pump was removed from the pt. The eval of the pumps by the distributor did not reveal any out of spec operation with these two suspected but not precisely identified pumps.